Manufacturer narrative:
Investigation: samples received: (B)(4) unopened pouches. Analysis and results: there are previous complaints of the same code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received (B)(4) closed samples to analyze this complaint. Tightness test to the samples received has been performed and the units are tight. When we have conducted rotation test in closed samples received we have noticed that some threads (B)(4) break easily in the attachment area. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Remarks: we have informed to the involved personnel of the incidence. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the sutures. After opening three packets from a new box, it was noted that the needle would detach. The suture came apart from the swage of the needle on the first pass through tissue. The suture was being used in the facial region during an unspecified procedure. Further information has been requested.